Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the temperature sensing foley catheter read 95 degrees; however, the oral temperature probe confirmed that the patient was normothermic.

Manufacturer narrative:
The event was unconfirmed. The catheter was received used and without original packaging. The catheter was detached from the bag assembly for individual observation. The thermistor wires of the device were inspected closely to evaluate for any failed connections. No failed connections or other defects were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿ perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record"

Event description:
It was reported that the temperature sensing foley catheter read 95 degrees; however, the oral temperature probe confirmed that the patient was normothermic.